Manufacturer narrative:
Qn# (B)(4). The product code and lot# do not match and the sales rep has been contacted for verification. No additional information received at the time of this report.

Event description:
The customer reports: distal tip of catheter is pinched/creased. Unable to pass guide wire through catheter as lumen is collapsed.

Event description:
The customer reports: distal tip of catheter is pinched/creased. Unable to pass guide wire through catheter as lumen is collapsed.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed based upon the lot number reported by the customer. The lot number provided is for kit (B)(4) and not the kit number of (B)(4). A device history record review was performed with no relevant findings. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.